Event description:
It was reported that an ilet user experienced hyperglycemia to approximately 300 mg/dl after eating without announcing the meal and while temporarily disconnecting from the pump to rescan a cgm sensor; no injections were taken during the disconnection, and glucose began trending downward after reconnection and resumption of insulin delivery. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer care troubleshooting and user education regarding meal announcement and device use. Investigation of this case revealed user-related factors including a missed meal announcement and interrupted insulin delivery due to pump disconnection, with device function resuming as expected upon reconnection. It was concluded that the event was attributable to use error rather than a device malfunction, and the device operated as designed once insulin delivery recommenced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.